Manufacturer narrative:
The customer¿s stated issue of ¿faulty patient sensor - occlusion alarms¿ was confirmed through testing. The log review found no programming errors that would explain the report of an occlusion alarm. Functional testing consisting of a test infusion and asm analog sensors on the source pump module found the device operating out of specification. The patient side pressure sensor had a date code of 1421 ((B)(6)2014). The patient side pressure sensor was replaced, and testing was repeated. The device was now operating in specification. The customer¿s pcu and administration set were not provided for investigation therefore could not be investigated. The pump module was used for treatment. A review of the device history record showed the device had a manufacture date of 18sep2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that upon facility's biomed inspection of the device, it was found to have a faulty "patient sensor" causing the device to alarm "patient side occluded" with test set. There was no know issue on this device, no recent errors in error log since (B)(6) 2019. The device was bought in to biomed for repair for an unknown fault. There was no report of patient involvement.

Manufacturer narrative:
The customer¿s stated issue of ¿faulty patient sensor - occlusion alarms¿ was confirmed through testing. The log review found no programming errors that would explain the report of an occlusion alarm. Functional testing consisting of a test infusion and asm analog sensors on the source pump module found the device operating out of specification. The patient side pressure sensor had a date code of (B)(4) ((B)(6) 2014). The patient side pressure sensor was replaced, and testing was repeated. The device was now operating in specification. The customer¿s pcu and administration set were not provided for investigation therefore could not be investigated. The pump module was used for treatment. A review of the device history record showed the device had a manufacture date of 18sep2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that upon facility's biomed inspection of the device, it was found to have a faulty "patient sensor" causing the device to alarm "patient side occluded" with test set. There was no know issue on this device, no recent errors in error log since (B)(6) 2019. The device was bought in to biomed for repair for an unknown fault. There was no report of patient involvement.